Event description:
The pt was in the cancer center to have chemotherapy. The pt had an IV started with a spiros adapter attached. While the nss was infusing, it was noted that the adapter was leaking. This was not the first one noted to be doing this.